Event description:
It was reported that the patient had pocket stimulation post device changeout procedure. The left ventricular lead had elevated thresholds and the lead was noted to have insulation damage from cautery. During the lead replacement procedure, the lead pin broke off from the lead and the physician capped the lead. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: dtbb1d1, ICD, implanted: (B)(6) 2013. (B)(4).